Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient¿s surgical implant was put in last week. It was indicated that stimulation had not been turned on since the surgery, but the patient was complaining of tingling and inability/difficulty walking due to weakness in their legs. It was reported that the surgeon recommended that the ins be turned off for a week to a week and a half for healing. The caller, who was present at the surgery, stated that connectivity was fine during surgery. No troubleshooting could be done due to a lack of access to the product. No further complications were reported/anticipated. Additional information received from a manufacturer representative (rep) reporting that they had not been provided with an update on the patient¿s status on whether the tingling, difficulty walking and weakness in the legs had been resolved yet. It was reported that the patient did stated they were doing physical therapy. No further complications were reported/anticipated. Additional information received from the patient reiterated that their were some complications during the implant surgery which resulted in the therapy not being turned on. The patient stated that they had to stay longer in the hospital than planned and that they were not released until (B)(6) 2018. The patient noted that they were worse off then before the ins was implanted. The patient wanted to know if the ins would be turned on at their appointment on (B)(6) 2018 and they were redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a lot of back stiffness. The patient saw a rep on (B)(6) 2018. The patient said he asked for the rep to program also help his lower back. The patient said the rep said it was not set up that way. The patient thought it was going to be able to reach there, but he guessed it did not. The patient said the surgeon always knew the patient had problems in his lower back and problems down his nerve in the left leg from his buttocks to his foot. The surgeon said the procedure was supposed to be an easy one. The patient mentioned having 5 prior surgeries and there was a lot of scar tissue. The patient said the canal is narrow, so when he put the paddles in it affected his right side, so his right side was like his left side. The patient is now using a walker. He went in to correct his left side, and now the right side was just like the left side where it is pins and needles, numbness, and tingling. The patient had nerve problems down his left side and spent 5 days in the hospital after surgery because he could not walk for the first 3 days and he lost feeling in the right side. The patient said the hcp mentioned it might be spinal stenosis. It made the patient go backwards in his quest to feel better. The patient thinks the programming is a little better than the initial programming, and he was hoping he would get more strength and feeling in his right side so he can work on his left. The patient does not sleep well because he is so tight. The ins has not helped the left side. The patient said the trial was only about 40%, but he wanted to do it and he is going to stick with it. The hcp said in about a month his right leg should come back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a lot of back stiffness. The patient saw a rep on (B)(6) 2018. The patient said he asked for the rep to program also help his lower back. The patient said the rep said it was not set up that way. The patient thought it was going to be able to reach there, but he guessed it did not. The patient said the surgeon always knew the patient had problems in his lower back and problems down his nerve in the left leg from his buttocks to his foot. The surgeon said the procedure was supposed to be an easy one. The patient mentioned having 5 prior surgeries and there was a lot of scar tissue. The patient said the canal is narrow, so when he put the paddles in it affected his right side, so his right side was like his left side. The patient is now using a walker. He went in to correct his left side, and now the right side was just like the left side where it is pins and needles, numbness, and tingling. The patient had nerve problems down his left side and spent 5 days in the hospital after surgery because he could not walk for the first 3 days and he lost feeling in the right side. The patient said the hcp mentioned it might be spinal stenosis. It made the patient go backwards in his quest to feel better. The patient thinks the programming is a little better than the initial programming, and he was hoping he would get more strength and feeling in his right side so he can work on his left. The patient does not sleep well because he is so tight. The ins has not helped the left side. The patient said the trial was only about 40%, but he wanted to do it and he is going to stick with it. The hcp said in about a month his right leg should come back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that the reason they were required to stay in the hospital following their implant surgery was because after the surgery they lost feeling in both legs for three days. They stated that they had physical therapy for a couple of days to start to walk again. The patient was asked if the issue of being ¿worse off after the implant surgery than before the implant surgery,¿ had resolved after their ins was turned on at their appointment on (B)(6), however the patient stated that they were going to turn the ¿machine¿ on monday, (B)(6). They stated that they woke up after the surgery with problems in both legs. They stated that they went to the hospital to fix their left leg and back and now they had problems with their right leg. They stated that they hoped when they finally turn on their device it will give them some relief. They stated that they were very upset on how the surgery went with the set back, because of the surgery. They stated they were still disappointed. It was reported that the patient weight (B)(6) at the time of the event. No further complications were reported/anticipated.